Event description:
Report received of a delay in levophed therapy. The pt was receiving levophed at 16ml/hour after open-heart surgery. The levophed needed to be titrated up for blood pressure management and was increased to 30ml/hour. The customer reported that after the rate was changed, there was a 1-2 minute delay before the pump began delivering at the new rate. The pt's blood pressure reportedly dropped to 70mmhg systolic. All clamps were reported to be open and the tubing was reported to be correctly loaded. No drops were seen in the drip chamber. The pump was removed from clinical service and sent to the biomedical dept. It was reported that the customer is sending the pump to a third party biomedical service for testing.